Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
This is a veterinary event. During a femoral head osteotomy, the sagittal saw attachment was making a buzzing sound. The device was getting hot and not spinning properly. It is reported procedure was delayed approximately 30 minutes as a result. The surgeon used an osteotome end mallet to complete the procedure instead. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that the attachment makes noise and gets hot was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.